Manufacturer narrative:
Concomitant medical products: sdr303b ipg, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.